Event description:
The customer reported that the nurses are not using the pull tabs to open the window panels. As a result, there is damage to the slider on both side panels. The customer was asked if an in-service training regarding the use of the canopy bed was needed, but the customer refused. Evaluation of the returned product found that the zipper slider body on one of the windows was open.

Manufacturer narrative:
Evaluation of the returned product found that the zipper slider body on the window was open. On panel side a, the top ridge zipper insert pin was ripped from the tape. On panel side d, the right leg bottom cap elastic was broken. The user manual states to "always use the zipper pull-tabs and ensure that zippers are fully closed." The user manual also warns never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. (B)(4).